Manufacturer narrative:
Investigation results: our quality engineer inspected the 6 unsealed samples submitted for evaluation. The reported issue of component damage - no leak was confirmed upon inspection of the samples. Analysis of the sample showed that 4 of the samples had caved samples and 1 did not have a properly glued septum. Bd determined that the cause of the failure was related to our manufacturing process. It is likely that the septums were not properly bonded to the body of the device during production. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.

Event description:
It was reported that bd q-syte closed luer access device diaphragm depression. The following information was provided by the initial reporter, translated from chinese to english: patient with septum depression and unable to infuse fluids at 4-5 days of use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.